Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Event summary: (B)(4) -the full lead was returned to the manufacturer and analyzed. No anomalies were found. There was blood p resent on the distal electrode.

Event description:
It was reported that during the implant the right ventricular defibrillation lead originally chosen was too short for the patient. That lead was removed and replaced with a longer lead. No patient complications were reported as a result of this event.